Event description:
A report was received that after being discharged home following a revision procedure (MFR report #: 3006630150-2014-01733) the patient felt something pop and patient was experiencing leg weakness. A 7 cm hematoma was discovered. The patient underwent an explant procedure and the hematoma was evacuated. It was the believed that the event was procedure related. The patient regained leg sensation but has not regained leg strength.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02 serial/lot #: (B)(4) description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.